Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer mentions that as soon as the product was placed, it was detected that the contents of the bottle leaked and did not pass liquid.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two (2) samples were received on its original package for the evaluation. Upon visual and functional evaluation of the physical samples, the reported condition was confirmed. The reported condition is related to manufacturing/production process. A formal investigation has been opened to determine the root cause and the action plan will be documented through corrective and preventive actions (CAPA). This complaint will be used for qa tracking and trending purposes.